Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump replacement procedure was initiated due to a motor stall (see manufacturer report # 3004209178-2012-07922), and that replacement pump was explanted before the end of the surgical procedure. During the procedure, the new pump was implanted into the patient; however, prior to the procedure's completion, a culture (B)(6) was performed and resulted with "many" (B)(6). The reporter stated "this new pump was implanted while we waited for a (B)(6)" result. Upon receiving the positive culture result, the healthcare provider (hcp) decided to remove the entire pump system; therefore, the newly implanted pump was never used for therapy, as it was immediately explanted. It was noted that the patient had a low grade infection of the pocket the pump was in, which was why the catheter was also removed. Although, there was no allegation against the replacement pump, it was returned to the manufacturer with the initially explanted pump for analysis. The medication used for therapy was baclofen, however, it was unknown if the pump was filled prior to the implant and immediate explant. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8709 lot# l63772, implanted: 1999 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Final analysis of the pump found no pump anomaly. The pump was returned due to patient infection. This pump did not remain implanted due to infection. All logs were clean; no motor stalls, motor stall recoveries, or errors of any kind were found. It has been decided that the pump tube leak test would not be done at this time because of the clean logs. This preserves the pump for further testing if the situation arises.